Manufacturer narrative:
Calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace showed "abnormal sample aspiration" and "cell skip" alarms. A precision test was performed with acceptable results. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable bil-d gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 2.07 mg/dl. The repeated result was 0.135 mg/dl.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.